Event description:
It was reported that the patient presented for an implant procedure. It was noted that the implantable cardiac monitor (icm) failed to sense. The icm was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event of failure to sense was not confirmed. The device was received above elective replacement indicator (eri) level. Electrical and mechanical analysis performed indicated normal functionality. Further sensitivity evaluation performed under field, and most sensitive level indicated normal sensing parameters. Longevity assessment was performed, and the device was within normal range of operation. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.